Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pump's ok button was sticking. The issue had been increasing over a few days and the user could not move the pump display through menu screens.